Event description:
The reviewed literature article contained a study that selected 301 subjects that underwent primary csf shunt revision. The shunts consisted of unspecified medtronic delta-type valves, competitor valves, other unspecified valves, and unk catheters. Of the 301 revisions, 184 were for proximal malfunction, and 117 for distal malfunction. The 301 subjects received new shunts, consisting of unspecified medtronic delta-type valves, competitor valves, other unspecified valves, and unk catheters. The source literature reported that 150 of these shunts failed.

Manufacturer narrative:
(B) (4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and pt info. Contact with the corresponding author has been unsuccessful in yielding additional info on individual events. The events reported in the source literature could not be matched to info previously reported to medtronic neurosurgery. The described failure rate is within expected ranges for csf shunting procedures. Mcgirt mj, wellons jc. Iii, nimjee sm, bulsara kr, fuchs he, george tm. Comparison of total versus partial revision of initial ventriculoperitoneal shunt failures. Pediatr neurosurg 2003 january; 38(1):34-40.